Event description:
To summarize this event, this patient had a large atrial septal defect (asd) that measured 33-34mm by sizing balloon and a 38mm amplatzer septal occluder was deployed successfully. Proper positioning was confirmed by fluoroscopy and intracardiac echocardiography (ice). The aso was stable during the push-pull maneuver and was released from the cable. Further ice images were obtained which revealed a well-deployed aso with minimal shunting at the superior aspect, which was predominantly within the two discs of the aso. It was suddenly noted that the device had embolized to the left atrium. Using a bailout sheath, multiple catheters and snares, the aso could not be retrieved. The patient remained hemodynamically stabled and was transferred to the operating room for emergent open-heart surgery. The aso was surgically retrieved and repair of the asd. The physician declined to provide any further information.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The physician has declined to provide any further information.